Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Also, (B)(4) checked the inside of the subject device and found that there was dust. Oekg surmised that the reported phenomenon might be occurred due to overheating inside of the subject device due to the dust. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the esophagogastroduodenoscopy diagnostic procedure, the emergency lamp alarm often went off, the light intensity became low and the endoscopic image became dark. Subsequently the emergency lamp indicator lit up, and emergency lamp lit up. The lamp usage indicator had indicated ¿250h¿. The user rebooted the subject device and the video processor, replaced the endoscope to another endoscope and completed the procedure. The procedure was delayed five minutes on account of the interruption of the procedure, however there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since the lamp usage time was about 250 hours, there was the possibility that the reported phenomenon was attributed to the accidental failure of the examination lamp, or the decreasing the examination lamp life due to the temperature increasing inside by the insufficient cooling. It might be caused by the ventilation grilles blocked with the dust since the dust was accumulated inside the subject device. If additional information becomes available, this report will be supplemented.